Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. The pump was received with corroded electronic assemblies and corroded motor home switch. The pump also had a minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Event description:
The customer reported via phone call that insulin pump got the critical pump error. The blood glucose at the time of the incident was 140 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.